Event description:
Note: this report pertains to the first of three captivator cold single-use snares used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used in the ascending colon during a colonoscopy procedure for polyps performed on (B)(6) 2024. During the procedure, the captivator cold single-use snare could not cut through the tissue, two other snares were used, but the same problem occurred. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut. Block h11: a cold snare was received for analysis. Visual inspection of the returned device revealed no damages. Functional inspection was performed and when the device was connected to the 10-inch loop fixture, the loop could extend properly without any problem. No other problems were noted. The reported complaint of loop failure to cut was unable to be confirmed since it was determined that the device did not have any visual and functional problems. Also, the device cannot be functionally tested by emulating the anatomical/procedural factors encountered during the procedure. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut.

Event description:
Note: this report pertains to the first of three captivator cold single-use snares used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used in the ascending colon during a colonoscopy procedure for polyps performed on (B)(6) 2024. During the procedure, the captivator cold single-use snare could not cut through the tissue, two other snares were used, but the same problem occurred. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.